Manufacturer narrative:
The reported event of the a-setscrew could not be tightened was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the a-setscrew. The incorrect wrench insertions stripped and damaged the setscrew so that it could not be securely tightened on the a-lead. Since the setscrew could not be firmly tightened down on the a-lead, noise was being produced by the intermittent electrical contact. Also, since the lead could not be properly secured in the device header, high lead impedance readings were observed. The device itself was electrically normal. The problem is related to the physician/user¿s incorrect use of the torque wrench damaging and stripping the a-setscrew.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the atrial port of the pacemaker was loose which caused the right atrial lead failed to connect to the header and there was no click sound. It was also noted that the pacemaker exhibited high pacing impedance and noise over-sensing in the atrial channel. The pacemaker was not used and replaced during the procedure. The patient was in stable condition.